Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date = 2006, inratio = 6.1, lab = 4.6 (2 weeks ago), mean = 5.35, confidence limits = cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. The timer interval between inratio and lab was > 3 hours. The comparison considered invalid.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date = 2006; inratio = 6.1; lab = 4.6 (2 weeks ago).